Manufacturer narrative:
The clock start date on the MDR was originally reported as (B)(6) 2018, the corrected date should be (B)(6) 2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a vitrectomy procedure the surgeon noted the patient's eye became soft and there was a drop in the infusion pressure. Bleeding was observed in the anterior chamber, however, this was not related to company product but a complication in the surgery. The patients eye was stabilized and the patient was sent to the "ward". A follow up procedure was scheduled for the next day but has not been confirmed to have been performed. Additional information has been requested and received. The surgeon is unwilling to provide further information.

Manufacturer narrative:
A request for service was initiated. The company representative spoke to surgeon and the nurse (while on site). There was a discussion about the previous evening's surgery. The information reviewed; found that a third party infusion line (non-manufacturer's) is used during the procedure. The system was tested using the ¿manufacturer's infusion lines¿ as well as the third party infusion line. The company representative found a notable drop in infusion pressure with the use of the third party infusion line. The company representative confirmed the system was supplying the correct amount of infusion pressure using pressure-meter. Recommended using the ¿manufacturer's infusion line supplied and referred to account. The system was manufactured on april 6, 2015. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).